Event description:
Healthcare professional later confirmed capsular contracture baker grade iii/IV.

Event description:
Patient reported left side "pain", ¿aching pain around the chest wall or breasts¿, ¿itchy scalp, armpits, upper torso, neck¿, "anxiety", and "chronic inflammation". Patient also reported the following symptoms, which are all not device-related: ¿chronic fatigue and weakness¿, ¿cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss)¿, ¿muscle aches¿, ¿occasional joint pain and soreness¿, ¿chronic neck and back pain¿, ¿tender lymph nodes in throat¿, ¿tingling or numbness in hands¿, ¿heart palpitations¿, ¿shortness of breath¿, ¿asthma¿, ¿sudden food intolerances and allergies, allergies¿, ¿chronic sinusitis¿, ¿ocular migraines¿, ¿panic attacks¿, ¿this is such a scary thing to be going through with all of the unknowns¿, ¿depression¿, ¿feeling like you are dying¿, ¿emotional instability¿, ¿symptoms of fibromyalgia¿, ¿granulomatosis polyangiitis¿, ¿ adrenal symptoms¿, ¿gastrointestinal and digestive issues¿, ¿autoimmune reaction to my breast implants¿, ¿dehydration¿, ¿severe cramping in hands, legs and feet¿, ¿weight gain¿, ¿low libido¿, ¿ringing in ears¿, ¿metallic taste in the mouth¿, ¿night sweats¿, ¿insomnia¿, ¿blurred vision¿, ¿throat clearing, cough, difficult swallowing¿, "mood swings", ¿nose now has a big dip in it¿, ¿scabbing in my nose¿, and ¿cartilage in my nose is deteriorating¿. Patient later reported and healthcare professional confirmed left side rupture. Healthcare professional later reported left side "evidence of gel bleed" and "more capsular contraction [baker grade unknown] with deformity on the left side". Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5086555. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture baker grade unknown.